Event description:
The patient reportedly has experienced a decrease in performance and pain at implant site. Device evaluation was performed. However, testing could not be completed due to patient pain. In 2005, the company was notified of the explant. The patient was reimplanted with another advanced bionics cochlear implant.